Event description:
The customer called to report that he has been experiencing low blood glucose levels three to four hours after his meals for the past two weeks. The customer then stated he was hospitalized yesterday with a low blood glucose of 41 or 42 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was also accurate. The insulin pump passed the displacement and self tests. The insulin pump was not exposed to high magnetic fields. The customer stated that his doctor made changes to the insulin pump settings today. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.